Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 322 was confirmed through review of the event history log. It has been determined that the upper and lower auxiliary were the failing components which caused the error. The upper and lower auxiliary were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a spectrum pump had a system error 322. It was also reported that there was no pt injury.